Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. Manufacturing review: the device history record review could not be performed since the lot number of the device was not provided. Investigation summary: the sample was not returned for evaluation and image was not provided for review. In this case, a thrombosis and subsequent occlusion were identified. Based on the information available a potential relation to the device or a potential device deficiency could not be verified. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the potential complications, which may occur during or after the implantation of the stent graft, the instructions for use includes: thrombosis. Occlusion and restenosis. Device not returned.

Event description:
It was reported that six hundred and thirty days post stent placement in the left common iliac artery to treat an in-stent restenosis, the patient was diagnosed with thrombosis and occlusion of the device. A two-day hospitalization and pta re-intervention were required which was performed successfully. The event was assessed as being related to the device. The current status of the patient was unknown.